Event description:
On february 9th, the patient was taken to hospital by ambulance because of bradycardia. The device could not be interrogated when an attempt was made to perform a device check. Device replacement will be planned.